Event description:
It was reported that there was a ¿broken screw on the tube.¿ there was no report of patient impact. The analysis confirmed that there was a fragmented piece from the end of the device closest to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: insert cev625-1 fenestrated 310mm, 510k: k993655, lot# 140408 MFR date: april 2014. (B)(4). The product analysis for tube cev649x5 dia 5mm 310mm determined that the distal threaded part is broken. The fragment was returned with the tube. No material or manufacturing defect was found and the thickness of the broken part is compliant with the manufacturing specifications. The product analysis for insert cev625-1 fenestrated 310mm determined that the insert is slightly bent but remains fully operational.